Event description:
An icp express monitor failed within two (2) hours of placement. The device gave an error message of "transducer not detected," and icp express stopped displaying an icp reading. Biomed worked with the unit to troubleshoot the issue, but the monitor was no longer functional. Manufacturer response for icp monitor, icp express (per site reporter). Device was returned to the manufacturer.